Event description:
It was reported that balloon rupture occurred. The target lesion shaped like a shepherd's hook was located in the severely tortuous proximal right coronary artery (rca). After an ivus catheter crossed with difficulty to the vessel, it was confirmed that the lesion has a plaque with calcification. The physician then advanced the 20mm x 2.50mm nc quantum apex¿ balloon catheter for dilatation, however, the device ruptured during unknown inflation below the rated burst pressure . The procedure was completed with a flextome balloon catheter and an unspecified stent was deployed without issues. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).